Event description:
(B)(4). Same case as MDR#2134265-2013-02543. It was reported that post a stenting treatment procedure, angina pectoris occurred. In (B)(6) 2012, the patient was referred for cardiac catheterization. The first, 90% stenosed, 15 x 3.0mm, target lesion was a de novo lesion located in the proximal left circumflex artery (lcx). The first target lesion was treated with pre-dilatation and placement of a 2.75 x 20 mm pe plus stent. Following post dilatation, residual stenosis was 0 %. The second, 70% stenosed, 25 x 3.0mm, target lesion was a de novo lesion located in the proximal left anterior descendant artery (lad). The second target lesion was treated with pre-dilatation and placement of a 2.75 x 38 mm pe plus stent. Following post dilatation, residual stenosis was 0 %. The patient was discharged on clopidogrel. Thirteen days after the index procedure, the patient experienced angina pectoris and was hospitalized on the same day. In (B)(6) 2012, the event was considered recovered/resolved and the patient was discharged.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).